Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of tidal volume. There was no report of patient involvement.